Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-105903/ arcom ringloc liner / lot # 579380, item # 12-104152/ shell /lot # 235210, item # 103808/ trplc pr fmrl /lot # 761580, item # 631034/ redi-flow reg sys /lot # 200901, item # 103530/ ti low profile screw /lot # 778480, item # 103534/ ti low profile screw /lot # 304674. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00593, 0001825034 -2020 -00635.

Event description:
It was reported the patient underwent a hip revision procedure 19 years post-implantation due to pain. During the revision procedure, the surgeon indicated that the trunnion of the stem was impinging against the hi-wall lip of the polyethylene liner when patient was in abduction. Further, the liner was found to be worn. The liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.